Event description:
It was reported that after use the everest gauge would not return to zero. No issue was noted during prep of the device. The needle jumped during inflation.the procedure was completed using another everest device. No patient injury reported.

Manufacturer narrative:
Result of a pressure spike/overpressure or impact/shock to the gauge.

Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress). Conclusion: inconclusive- investigation in progress. (B)(4).

Event description:
Device evaluation: medtronic received one ac3200 everest inflation device with original packaging. The device appears to have been used; the needle was received at 2atm and the plunger pushed to the end of the syringe cavity. The device exhibited what appears to be contrast media inside the syringe body. Rust was noted on the outside of the metal most likely due to exposure to fluids. External lab evaluation inspection of the exterior of the gauge revealed the pointer was off zero, significant orange corrosion products on the socket that seem to originate from the cross bore pin and residual process media on the press in filter. Inspection of the gauge interior revealed no undue damage/wear to the segment gear, pinion gear, linkage, bourdon tube, weld/solder joints or other internal components. The corrosion noted from the outside could indeed be seen to originate from the cross bore pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.